Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, when the wire was pulled from the polaris ultra ureteral stent, the end of the stent tore while inside the patient. Reportedly, the stent was left inside the patient as the physician indicated the stent was in the desired location and would work as intended. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.

Manufacturer narrative:
(B)(4)